Event description:
It was reported the physician experienced difficulty deploying the stent because of forward movement of the delivery system due to the tortuousity of the anatomy in the m1 segment of the middle cerebral artery (mca). Other instruments were utilized to aid in straightening the vascular access path and a second stent was successfully implanted to cover the target lesion. There was no clinical consequence to the patient.

Event description:
It was reported the physician experienced difficulty deploying the stent because of forward movement of the delivery system due to the tortuousity of the anatomy in the m1 segment of the middle cerebral artery (mca). Other instruments were utilized to aid in straightening the vascular access path and a second stent was successfully implanted to cover the target lesion. There was no clinical consequence to the patient.

Manufacturer narrative:
From the information provided there is no indication the device was used against instructions for use. Based on the information provided, the device did not fail to meet specifications as the procedure outcome was described as a "technical success without complication". Rather the details of the event indicated that the issues occurred likely the result of vascular tortuosity, which is considered to be an anatomical factor. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2006 to (B)(6) 2008.